Event description:
A report has been rec'd from a hemodialysis unit. The facility was contacted for add'l info on this event. In speaking with the initial reporter, it has been clarified that the event was a separation rather than a disconnection. The event occurred at 2 hrs into the treatment. It was estimated a blood loss of less than 200 ml. Once the event occurred, the treatment was discontinued. Only the pigtail that had separated from the tubing is available for evaluation. Reportedly, this pt is fine from this event and was discharged to home without further incidence.